Event description:
It was reported that: "incident occurred on (B)(6) 2025 in obstetrics and gynecology unit. During the administration of an epidural analgesia to a patient giving birth, the procedure began with easy needle insertion. However, during reorientation at the interspinous space, it seemed that there was no resistance during catheter insertion. When removing the needle without a guide wire it was observed that the needle was bent. The patient was clinically monitored. Patient is fine post the incident. There was no clinical consequence. Another kit was used with success."

Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent was confirmed based on the investigation of the sample received. The customer returned one epidural needle and lidstock. Visual examination of the returned sample revealed the returned needle's cannula appeared to be bent. The cannula was bent toward the top and the center of the cannula. The manufacturing site concluded that the damage to the needle could not be manufacturing/ supplier related based on the damage occurring during use and after the stylet was removed. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based on the information provided, the condition of the sample received, and manufacturing site's conclusion, the potential cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "incident occurred on (B)(6) 2025 in obstetrics and gynecology unit. During the administration of an epidural analgesia to a patient giving birth, the procedure began with easy needle insertion. However, during reorientation at the interspinous space , it seemed that there was no resistance during catheter insertion. When removing the needle without a guide wire it was observed that the needle was bent. The patient was clinically monitored. Patient is fine post the incident. There was no clinical consequence. Another kit was used with success."